Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp via the right femoral artery for mechanical circulatory support (mcs). Four days into the impella cp device support, the patient developed limb ischemia, and the patient was planned for escalation to an impella 5.5 device in response to the condition. The attempt with the impella 5.5 was ultimately unsuccessful and a new impella cp was implanted via the axillary artery. Two days after the start of support on the axillary impella cp device, the patient was now in atrial fibrillation with rapid ventricular response at rate in 170¿s. It was noted the patient had been cardioverted for unstable ventricular tachycardia. Echocardiogram was completed and physician had pulled back the impella cp device 2cm because it was measuring greater than 6 cm and was up against the wall. Echocardiogram post repositioning noted the impella was measuring about 3.8 and was free floating in the left ventricle, and not up against any structure. The patient continued to go in and out of rapid atrial fibrillation, however. A couple of days following, the patient still required vasopressors and inotropes to maintain hemodynamic stability. Lactic normalizing, however, the question remained how to address long term support for the patient as a bridge to transplant or other decision due to the inability to place impella 5.5. Discussion made with the family and care was withdrawn after a total of six days on support. The cause of the death was not provided. Medical safety review noted there is not enough evidence to exclude the axillary impella cp as a possible contributing factor to the outcome. Although it should be noted long-term sustaining treatment options to bridge were limited, and the family withdrew care from the patient.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of three device manufacturing reports related to the patient's implant experience. Refer to the following: medical device report for impella cp serial number (B)(6) with date of event 02-feb-2025 and patient identifier ending in (B)(6). Medical device report for impella 5.5 serial number (B)(6) with date of event 06-feb-2025 and patient identifier ending in (B)(6). Medical device report for impella cp serial number (B)(6) with date of event 08-feb-2025 and patient identifier ending in (B)(6) (this report).